Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, the impedance trend on the svc (superior vena cava) defibrillation coil was variable, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 551 of 559 lifetime ventricular-sic occur since 19 aug 2013. There were 8 non-sustained tachycardia (nst) episodes of less than 220 ms ventricular to ventricular cycle are recorded on 08 aug 2013. An out of tolerance (oot) subthreshold lead impedance alert was recorded on 08 aug 2013. Max rv pace impedance rises from an approximate baseline of 1000 ohm the week ending 30 jul 2013 to greater than 2000 ohm the week ending 13 aug 2013.max svc impedance varies be tween 64 ohm to greater 1600 ohm throughout the record.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2009 (B)(6). (B)(4).

Event description:
It was reported that the care alert was triggered due to sudden increase of pacing lead impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.